Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the active exhalation control module was found to be broken. The device's active exhalation control module will be replaced to address the issue. The device had physical damage consistent with being dropped. Device has been evaluated, but the components have not been replaced pending customer approval estimate.

Event description:
The manufacturer received information alleging an issue with the device's active exhalation control module. There was no harm or injury reported.